Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes for defibrillation. According to the reporter, the device was charged but dumped the charge before the discharge buttons were pressed. The reporter stated the device operated properly subsequent to the alleged malfunction. No adverse affects to the pt were reported as a result of the alleged malfunction.